Event description:
On (B)(6) 2014, the customer reported device has high suction causing pain even on the lowest suction. On (B)(6) 2014, her physician diagnosed her with a candida infection and prescribed her diflucan.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump to be returned for evaluation. A product evaluation revealed that the breast pump passed all functional tests. The customer reported problem could not be confirmed. On (B)(6) 14, the clinical assessment stated the mother whom is 10 weeks post partum, has been filled with breastfeeding problems which are somewhat improved with the replacement breast pump. She is currently getting help from lactation consultant and seeing her physician for treatment of candida infection and was prescribed diflucan. She has not been able to latch her baby comfortably, but is working on this problem with her lactation consultant. She has very small nipples and various sizes of breast shields have been tried (27, 24 and 21mm). She has used a symphony while in the hospital and found that to be more comfortable. The clinician advised use of all purpose nipple ointment (dr. (B)(6)) to ease symptoms and prevent infection and/or recurrent candida. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. No further follow up necessary. Issues related to yeast infection/thrush potentially from using the device for the pump in style breast pump are currently being investigated under (B)(4).